Manufacturer narrative:
Follow-up #1: date of submission 05/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered on with fully functional auditory tone. The pump was returned with audio settings set to ¿high¿. Investigation did not duplicate the audio complaint and the pump was found to be appropriately functional. Unrelated to the original complaint, there was visible moisture corrosion inside the battery compartment. The battery compartment was found to be cracked above the bumper pad at the battery compartment threads. The pump failed a leak test with moisture ingress into the battery compartment at the site of the crack. The pump was opened for investigation and did not reveal any further moisture ingress affecting the interior compartment of the pump. Additionally, the display was noted to be dim, faded and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.